Event description:
It was reported by the customer that the insulin pump alarmed button error. Customer stated that the numbers continue to ramp up on the device and the device doesn't respond to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. Insulin pump received with cracked case on display window corners, minor scratch on lcd window, cracked reservoir tube lip, and cracked battery tube threads.